Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of bent cannula with an infusion set. The symptoms were noticed within 3 or more hours of insertion. The infusion set was used for 24 hours. The site of insertion was abdomen which was reported to be rotated regularly. The patient's blood glucose level at the time of event was reported to be 400 mg/dl. This value was obtained from bg meter. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.